Manufacturer narrative:
The insulin pump passed the functional test, including the self-test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test. The device responded properly to button presses during testing. No unexpected alarms noted during testing or when unit was monitored. The formatted history file had unexpected failed battery test alarm and the power management graph had abnormal behavior. After disconnecting and reconnecting the internal battery connector at j6 printed circuit board, the device was monitored and functioned properly. The power management graph was now normal. Then visually inspected the keypad traces. No damage noted on the keypad traces and the keypad connector on printed circuit board was found properly locked. The insulin pump had minor scratched display window, scratched case, pillowing keypad overlay and cracked keypad overlay at the select button.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the pump was unresponsive. The customer's blood glucose reading was unknown. The insulin pump was returned for analysis.